Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ the customer did submit two (2) images and one (1) x-ray for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) p-iis086gr rev. H 2024/01. Information identified: "potential adverse events". Based on the investigation and risk management file review as per rmf (B)(4) rev. 20, the most likely root causes determined from the investigation are excessive occlusal forces: patient factors. Therefore, based on the available information and the provided x-ray, a device malfunction did occur. Without device receipt, the reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # unknown had a fractured/broken screw. When doctor torques screw to 20ncm from the knob in the picture, the screw broke. Clinician was able to take the screw out of the implant.